Event description:
A cracked and shattered touchscreen was reported, leaving the touchscreen unresponsive and illegible. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump, which was within warranty. The customer was informed about the need for replacement and was provided with storage mode instructions and a prepaid label for returning the damaged pump within 10 days.